Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #no DHR required. Nb (B)(4) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a moderately tortuous, moderately calcified lesion with 70-80% stenosis in the proximal lad. Negative prep was performed with no issues noted. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.